Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found a b30 scope communication was produced, the charged coupled device was damaged, scratches were on the video connector, video connector case, light guide connector, light guide cover glass, video cable, grip, right/left plate, up/down plate, right/left lever, angulation lever, switch 1, control unit, right/left angulation lock lever, and the protective coating on the bending portion of the device, the video connector case was cracked, and the adhesive on the protective coating of the bending portion of the device was chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When shipped, the device was in accordance with all specifications. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that the endoeye flex deflectable videoscope was displaying an e226/e227 communication error. There were no reports of patient harm.